Event description:
The china customer reported that during a staining run some of the slides' staining were affected by "inaccurate amount of reagent added". The field service engineer (fse) noted, "liquid leakage from the autostainer syringe". The fse repaired the instrument by replacing the syringe which resolved this malfunction. The customer has an alternate instrument to continue staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.